Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 3 days. No unexpected battery power loss anomaly, unexpected low battery alarm or unexpected off no power alarm noted. The device was unable to complete the upload to carelink. There was multiple a47 alarm in the insulin pump alarm history screen due to corrupted history file. Device had broken battery tube threads, minor scratched display window, cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and also had crack on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.